Event description:
Additional information received reported that the secondary intervention included a remodeling of the stent graft with a balloon and embolization.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia was implanted for the treatment of a thoracic aortic aneurysm. Calcification of the main vessel access was non-circumferential but it was greater than 50%. The maximum aneurysm diameter was greater than 6.0 cm. The proximal aorta was 30 mm in diameter and 35 mm in length. The distal aorta was 28 mm in diameter and 10 mm in length. The right access vessel was 7 mm in diameter and the left access vessel was also 7 mm in diameter. A type ib (distal end) endoleak was discovered and was initially monitored, looking for spontaneous resolution. An intervention was not performed since the diagnosis of the complication due to the general health status of the patient. The endoleak started from the distal neck which was noted as short and conic. It was also noted that the leak was due to the short conic neck. A secondary intervention was performed to resolve the type I endoleak and aneurism expansion. An additional valiant stent graft and a distal extension were placed, and a coeliac trunk embolization was performed. The event reportedly resolved. The investigator assessed the event as related to the procedure not the device. No additional clinical sequelae were reported and the patient is fine.